Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to establish communication with external devices. The patient reportedly fell. In turn, the ipg was deemed inoperable. Surgical intervention may take place later to address the issue.

Event description:
Further follow-up indicates the patient underwent surgical intervention wherein the ipg was replaced.